Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the additional troubleshooting performed, actions/interventions taken, and cause of the intermittent stimulation was unknown as of the last visit on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the ins was reprogrammed on (B)(6) 2017 and there have been no further patient complaints regarding the event. The outcome was reported as resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. A device diagnosis of the stimulator intermittently turning off/on was reported, and a clinical diagnosis was not applicable. On (B)(6) 2016, the patient reported that his stimulator intermittently turned off/on for a few seconds at a time. On (B)(6) 2017, the patient reported the change in stimulation seemed to occur with certain positions. No action was taken and the event was ongoing. The event was related to the device or therapy, and was not related to the implant procedure and not due to programming. Of note, the final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016. No further patient complication was reported as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.